Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the vessel closed down. The lesion was pre-dilated with a maverick 2.0x20mm balloon. The physician implanted a taxus express2 atom 2.25x20mm drug eluting stent to the small marginal artery. Immediately following implantation the vessel closed down just distal to where the stent was implanted. Nipride and nitroglycerin were administered. A maverick 2.0x20mm balloon was used for dilatation and the vessel did come back with no angiographic signs of dissection. No further patient injuries or complications were reported. Patient status post procedure is noted as ok.